Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Uit also had a cracked case at display window corners, cracked battery tube threads, scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and a missing label sticker. The blood glucose at the time of the incident was 60 mg/dl; treated with food. The customer stated that the numbers on the screen were ramping on their own during a bolus attempt. Troubleshooting was not able to resolve the issue. The device was returned for analysis.